Event description:
Inflation could not be maintained on two (2) size 8, tracheostomy tubes. This was detected moments after insertion. It was also reported that difficulties removing the second device were encountered when the cuff would not deflate completely. There was one (1) patient involved with no reported patient compromise. One (1) of the I devices was discarded. The second 8fen device is reportedly available to be returned to the manufacturer for identification, analysis and investigation. As of the date of this submission the device has not been received by the manufacturer.